Event description:
On 15th april 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone trifocal toric rao613z iol. The event description provided states that during injection the trailing haptic of the iol broke, necessitating lens explantation and exchange.

Manufacturer narrative:
The reference c240742 has been allocated to this case by rayner. The event description provided states that during injection the trailing haptic of the iol broke, necessitating lens explantation and exchange. The rayone trifocal toric rao613z was explanted and exchanged for a back-up lens during the original surgery session. Due to oedema in the eye caused by prolonged surgery, the patient is being monitored. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of trapped/ torn lens haptic/ optic during insertion: inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed fl aps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone trifocal toric rao613z batch 063218002 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. Rayner is following up with the healthcare facility to obtain additional information and to determine if the subject device is available for evaluation.